Event description:
It was reported that this system displayed a lead safety switch (lss) due to a pacing impedance measurement greater than 2000 ohms. Additionally, oversensing resulted in five seconds of pacing inhibition. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).